Event description:
Medtronic received information through literature that 7months post implant of this pulmonary valved conduit, aortic false aneurysm developed due to abrasion of the exterior metal ring of the conduit on the hemashield graft. The patient had a history of bentall aortic valve with composite hemashield dacron graft and replacement of right ventricular to pulmonary artery conduit with this 25mm valved conduit. It was reported that the patient had developed exercise intolerance, lethargy, cough, and dyspnea. The patient denied chest pain, fever and trauma. Computed tomography of the chest demonstrated a mediastinal mass measuring 10 cm in largest dimension closely related to the ascending aorta just behind the sternum. The patient was rushed for surgery. Hemorrhage was controlled with digital compression. There was a 1.5cm linear abrasion in the left anterolateral aspect of the hemashield graft just to the left and superior to the right coronary artery button anastomosis. The abrasion was repaired and the valved conduit was wrapped with gore-tex patch to prevent recurrence. The valved conduit and competitive aortic bioprosthesis valve remain implanted. This literature cited two studies that discussed operative mortality of reoperation for aortic false aneurysm (6.9% - 17.2%), another study demonstrated that simple suture repair had increased mortality rates compared with those with complete repair (28.6% versus 14.3%).

Manufacturer narrative:
Conclusion: no product was returned and no serial number was provided to review the device history review. Without the return of the product, or further information, no definitive conclusion can be made regarding the clinical observation. Should the product be returned, or additional information received a follow up report will be submitted. (B)(4).

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.